Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced that infusion set tubing detached from connector on (B)(6) 2025. The infusion set was in use for one day. The patient replaced infusion set and resumed insulin deliveries successfully. No further information was available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: revision 21 of (B)(4) does not require a complaint that is type 2 reportable to open a child investigation. This child investigation was opened against a previous revision of (B)(4). Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6009490, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6009412 was manufactured according to the work instruction (wi) version 118 and manufactured in the line 3, on 21/oct/2024, with a total of (B)(4) units. The sub-assembly, gluing of tubing of the lot 4k01334 was manufactured according to the wi version 65 and manufactured in the machine sc09, on 18/oct/2024, with a total of (B)(4) units. The sub-assembly, gluing of tubing of the lot 4k05217 was manufactured according to the wi version 65 and manufactured in the machine sc09, on 23/oct/2024, with a total of (B)(4) units. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities. .

Event description:
To date no additional patient or event details have been received.